Event description:
A malfunction alarm on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, which resolved the issue, allowing continued use of the pump. They were advised to contact support again if the issue recurs, and the customer acknowledged this advice.